Event description:
A report was received that the patient had an infection. The patient symptoms were redness, swelling and drainage at her pocket site. The patient was given oral antibiotics and the physician indicated that the infection was procedure related. The infection cleared and the patient was reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.